Event description:
Information was received from a healthcare provider regarding a patient receiving hydromorphone via an implanted pump. The indication for pump use was back pain with leg pain and non-malignant pain. The home health nurse reported that she saw the patient yesterday for a refill and noted that there was a motor stall that occurred on (B)(6) 2025. The caller stated that the patient had an MRI that day and did not have the pump status checked after the MRI. The caller stated that the motor stall recovery message occurred when she interacted with the pump using the tablet to do the pump refill. The agent reviewed the telemetry state condition and reiterated MRI labeling. Per the caller, there was no volume discrepancy at the refill and there was no audible alarm present prior to the refill.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.